Manufacturer narrative:
Unit passed displacement test and self test. No hardware low level failures alarm noted during testing, however hardware low level failures alarm (variable 3) was present in the pump trace download due to broken trace at u1 pin 1/vdd on keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure alarm after self-test. The customer¿s blood glucose was 300 mg/dl. Customer stated that the insulin pump had absence of audio. The self-test was performed and it was passed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.